Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A technical services supervisor reported a blood leak that occurred at a user facility with a combiset during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. Additional information was obtained from a user facility licensed practical nurse (lpn). The blood leak was visually observed dripping from the heparin line by a member of the nursing staff during a line check. There was no damage seen on the combiset. When the leak was discovered, treatment was paused and the patient's blood was rinsed back. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with the new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.